Event description:
A user facility reported a patient involved incident. The physician used a size 4 lma airway on a patient. While using the device, the patient experienced a lengthy tear in the uvula. The physician inspected the lma and did not find any problems with the device. Physician was inquiring if any other similar incidents had been reported. No further information was provided. It is unknown whether event has resolved. The device has not been returned for investigation. If further information is obtained a follow-up report will be filed.